Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 35-year-old female patient who had essure inserted (lot no. D06936) for female sterilisation. The patient had a medical history of parity 2 and gravida ii. Previously administered products included: . The patient had a family history of breast cancer and melanoma. Concurrent conditions were listed as bleeding genital and menorrhagia. The only concomitant product mentioned was depo-provera (medroxyprogesterone acetate). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus laparoscopy, hysteroscopy, endometrial ablation novasure, bilateral salpigecto). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: upon determining that the patient's anatomy was suitable for micro-insert placement, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: findings: uterine cavity: the endometrial cavity was noted to be normal in configuration without filling defects. Implant position: right: satisfactory, left: satisfactory. Tubal patency: right: occluded, left: occluded. Impression: 1. Bilateral micro-inserts in satisfactory position. 2. Bilateral fallopian tubes occluded. [Papilloma viral infection] (date unknown): positive [physical examination] on (B)(6) 2016: genitourinary: vagina normal, uterus normal, cervix normal, right adnexa normal and left. Adnexa normal. Iud strings at os, grasped with ring forceps and removed iud easily. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. Lot number & expiration date added. Added. Medical history added. Additional reporter added. Lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.